Event description:
The patient reported on a manufacturer survey their experience with their drug delivery system has been very poor. Additional information received from the hcp indicates the patient was experiencing unrelieved pain. The patient is now on morphine 20 mg/day and marcaine. In 2006 a pump study was performed and was normal. The hcp is evaluating the possibility of changing the patient's drug used to dilaudid.